Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation was thus based on the information and photographs provided by the customer, previous investigations of similar complaints and our knowledge on the product. Visual inspection of the provided photographs revealed that the tubing of the cannula pulled apart near the manifold. The damage observed was most likely caused by the patient or careperson pulling the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that an opt844 nasal cannula tube was found broken when taken out of box. There was no patient involvement.